Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of poor image quality, poor color image on the screen occurred due to faulty charged coupled device unit . Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported poor image quality, specifically a poor color image on the screen, during inspection for use involving an olympus camera head. There was no patient involvement reported.